Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.3 mmol/l (311.4 mg/dl) with ketones present, while wearing the pod between 24 and 36 hours on the abdomen. Insulin was noticed to be leaking out and the cannula was found to be bent after removal. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.